Manufacturer narrative:
Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result¿.

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the endoprostheses implant, the left femoral artery was dissected when the gore® dryseal sheath was removed. The dissection was surgically repaired. It was reported that cause of dissection was due to small access diameter but, the details were unknown. The procedure was concluded, and the patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - method code 3331 results code 213 conclusion code 18:gore® dryseal sheath with hydrophilic coating warns, ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ in addition, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).